Manufacturer narrative:
Correction: section g3 ¿the awareness date should have been 28 dec 2023 rather than 02 jan 2024

Event description:
It was reported the patient was presented for a scheduled clinic follow-up. Upon interrogation of the pulse generator, the patient's right ventricular left bundle pacing (rvlbp) lead was found to inappropriately capture the atrium. The physician decided to perform a chest x-ray on the patient and further elected to replace the rvlbp lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction : previously updated medical device problem code as "capturing problem". However, should have been "device dislodged or dislocated" and "capturing problem" as the patient's right ventricular left bundle pacing (rvlbp) was repositioned due to the inappropriate capture at the atrium while indicating the rvlbp lead was dislodged.